Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s freestyle libre 3 plus continuous glucose monitor (cgm) sensor would not connect to the ilet after the user had started the sensor in the abbott app, resulting in an in-app prompt to connect a cgm or enter a blood glucose value and a subsequent message that the sensor was already in use by another device. Symptoms included hyperglycemia, with a reported blood glucose peak of 298 mg/dl with no associated clinical symptoms. Outcomes included temporary interruption of automated dosing functions, user education on single-app sensor pairing, and continuation of therapy by manual blood glucose entry during sensor warm-up. User support included customer support troubleshooting, rescanning attempts in the ilet mobile app, verification that the sensor was paired to another application, and guided re-initiation with a new sensor. Investigation of this case revealed that the sensor was in active use with the abbott app, preventing connection to the ilet, and that starting a new sensor within the ilet ecosystem resolved the connectivity issue and restored cgm data flow after warm-up. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to app pairing constraints for the cgm sensor.